Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no serious patient harm or injury that occurred or was reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The error log was reviewed and an error code related to the charging of the battery was observed. Evt_battery_not_charging_fault means the internal or detachable li-ion battery is not charging due to a hardware fault for greater than or equal to one minute. The device's system board and detachable battery were replaced to address the issue. The replaced system board was sent to the product investigation lab (pil) for investigation. Pil visually inspected the trilogy evo system pca for visual defects and found none. Pil installed the system board on the trilogy evo test unit, removed ac power and ran therapy on detachable battery power until the detachable battery was at approximately 42% capacity. Pil then removed the detachable battery and ran therapy on internal battery power until the internal battery was at approximately 72% capacity. Pil then applied ac power, installed the detachable battery and charged both batteries to approximately 100% capacity without issue, error code did not reoccur.